Event description:
During a routine hemodialysis treatment, it was reported that a patient became dizzy and their blood pressure dropped. Patient was given a total of 500cc ns and was reported to be 1.2 kg light at the end of the treatment. No additional medical intervention was required.